Event description:
Purchased ten (10) batteries from r&d batteries, inc., specifically for the kendall feeding pump. When batteries were opened by tech, it was apparent that a ball point pen casing was used in place of a metal ferrite clamp (used to throw off any interfering signals) on all batteries. When tech spoke with r&d they told him that the batteries shouldn't have been made that way and they knew something was wrong with the clamp and had been working on the situation and also that the batteries shouldn't have been shipped to the hosp. Tech was told to send all of the batteries back which he did not do. The hosp supply system was out of these batteries so had to issue four (4) of them out. They have six (6) left in inventory.